Event description:
It was reported that the ilet issued an occlusion alert 400 with persistent hyperglycemia while the user was on a teflon infusion set; the user reported thirst and a blood glucose reading of 392 mg/dl with upward or steady trend, and a bent cannula was observed upon removal during troubleshooting, after which the user completed two infusion set changes with guidance. Symptoms included hyperglycemia and thirst. Outcomes included no hospitalization and continued monitoring with planned follow-ups. Investigation included customer service¿guided troubleshooting and replacement of the infusion set. Investigation of this case revealed suspected infusion site or cannula occlusion associated with a bent teflon cannula, which is consistent with delivery obstruction leading to elevated glucose readings, with device alarms functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with use-related infusion set obstruction contributing to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.